Event description:
It was reported that the patients ipg was not working as intended. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted ipg was not returned as it was not released from the facility.